Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 301035, batch no: unknown. It was reported that during use of the bd¿ luer lok syringe the syringes are leaking past stopper. Per customer email: I am trying to understand the following in regards to the below bd p/n 301035. Can you please provide documentation in regards to what the maximum does ranges are for gamma sterilization? We are currently dosing at 32 kgy, and seeing the below failures. The 60ml syringe. Usually it¿s just a small droplet that leaks behind the plunger. However, we are seeing it regularly.

Manufacturer narrative:
Investigation: six (6) samples and one (1) photo were provided by the customer. The samples were tested by drawing a dye/water solution into the syringe. No leakage was observed in the returned samples. The photo provided by the customer shows two (2) drops of liquid behind the stopper and on the ribs of the plunger rod. Based on the investigation bd acknowledges that the photo provided by the customer shows drops of liquid behind the stopper and on the plunger rod ribs; however, as the condition reported by the customer could not be duplicated by bd; this symptom could not be confirmed or correlated with a potential cause linked to the bd process. A device history record (DHR) review was not able to performed batch associated with this investigation as the batch number was not known.

Event description:
Material no: 301035 batch no: unknown. It was reported that during use of the bd¿ luer lok syringe the syringes are leaking past stopper. Per customer email: I am trying to understand the following in regards to the below bd p/n 301035 can you please provide documentation in regards to what the maximum does ranges are for gamma sterilization. We are currently dosing at 32 kgy, and seeing the below failures. The 60ml syringe. Usually it¿s just a small droplet that leaks behind the plunger. However, we are seeing it regularly.